Event description:
It was reported that the surgeon attempted to insert an aa4203tl toric silicone single piece lens but the lens tore in the cartridge. There was no pt contact.

Manufacturer narrative:
H6: results - (other): visual inspection of the returned product found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.